Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) had no capture and low pacing impedance. The patient was asymptomatic. The rv lead was explanted and replaced successfully. The patient was stable throughout the procedure.